Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of four devices. The visual inspection of the returned products noted; the circular seals were cut. The obturators were not received. The envelope seals and cannulas appeared intact. Pmv performed functional testing: the devices failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cuts in the circular seals may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal pancreatectomy procedure, 5 hours after starting to use the devices, strange sound was heard. No leakage occurred. As it was big sound, all trocars were replaced. No reported problem regarding patient status.